Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced a skin reaction that consisted of itching sensations, redness, drainage and dry skin at the sensor patch adhesive. The patient's parent stated they sent photos of the skin reaction to the diabetic nurse and the healthcare personnel (hcp) prescribed an oral antibiotic to treat the area. At the time of the report, the patient was feeling okay. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).